Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review and data from the reported event date of (B)(6) 2024 was reviewed. At 11:16:40 while the patient is connected to the mpu, a loss of alternating current (ac) power occurs activating a no external power alarm. The no external power alarm clears at 11:16:53 when power to the mpu is restored. The backup battery provided support to the system during the no external power event. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the cause of the no external power event, if the patient has the v-lock connector for the ac power cord of mpu, and if any equipment was exchanged or returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was noted to have low voltage, no external power (nep), and replace backup battery (bb) alarms on 28may2024. The patient stated they thought they were connected to wall power and accidentally pulled out the power plug. Vlog file review was requested, and the event log file captured low voltage hazard/nep alarms and one random bb fault on 28may2024 at 1116. It appeared that the mobile power unit (mpu) lost total power enabling the bb in the system controller until power was restored to the mpu. The event lasted about 13 seconds with no interruption to pump support. Technical services stated that it looked as though the bb fault resolved itself. The bb performed as intended with the loss of power to the mpu.